Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable neurostimulator had a high impedance issue while it remained in service. A connection check showed a red x at electrode 14, and an impedance check showed impedance greater than 40,000 at electrode 14. Troubleshooting was performed and consisted of the connection check and impedance check. It was reported that the cause was due a patient fall and this was stated to be unrelated to the stimulator. The issue was reported as resolved. No injury was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.